Event description:
It was reported that while in use on a patient, the ht70 ventilator generated an abnormal alarm then unit shut down and the ventilation stopped.  There was no patient injury.

Manufacturer narrative:
Section a and section e: initial reporter information and patient identifier information cannot be provided due to the restriction by the japan privacy regulation. Section e: japan medtronic personnel reported event to the manufacturer on behalf of the customer. H3: medtronic conducted an investigation based upon all information received. It was reported that while in use on a patient, the ht70 ventilator generated an alarm then the unit shut down and the ventilation stopped. There was no patient injury. Log review shows evidence of loss of ventilation. The unit was not made available to medtronic for evaluation. Third-party service provider tokibo (tkb) evaluated the unit, observed that the unit generated a system error when the power was turned on. The unit shut down when the power pack battery was removed. So, tkb replaced the control board. The unit was informed to be functional after part replacement. On review of the video provided, a system error alarm was observed in the video on the display of the ventilator, indicating that there was an abrupt shutdown or issue with the ventilator. The cause of the reported event was isolated to a potential fault of the c92 capacitor on the control board. The ventilator is in the scope of the field corrective action (fca). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Update section d4. Unique identifier (UDI) # section d9 updated due to part return. Section h6 evaluation codes were updated due to analysis of returned part method code (annex b) additional code added result code (annex c) additional code added. H3 device evaluation summary: updated due to analysis of returned part medtronic conducted an investigation based upon all information received. It was reported that while in use on a patient, the ht70 v entilator generated an alarm then the unit shut down and the ventilation stopped. Log review shows evidence of loss of ventilation. Third-party service provider tokibo (tkb) evaluated the unit, observed that the unit generated a system error when the power was turned on. The unit shut down when the power pack battery was removed. So, tkb replaced the control board. The unit was informed to be functional after part replacement. On review of the video provided, a system error alarm was observed in the video on the display of the ventilator, indicating that there was an abrupt shutdown or issue with the ventilator. One control board was returned to medtronic for analysis. Initial inspection of the unit found shorting of the c92 capacitor. If a failure of the c92 on the control board occurs while in use on a patient, the ventilator response would be a loss of ventilation to the patient. The cause of the reported event was isolated to a faulty c92 on the control board. The ventilator is in the scope of the field corrective action (fca). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.